Manufacturer narrative:
(B)(4). Device evaluated by MFR: - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the sound stopped. The patient was undergoing radiofrequency ablation (rfa) in an unspecified location with a rf3000 radiofrequency generator. During the procedure, the sound stopped and the function became unstable. Once the device was rebooted the issue was resolved. There were no patient complications reported.